Event description:
It was reported that the patient had zero pump flow with a speed drop. The submitted log file captured routine events without any low speed or zero flow. Additional log files were submitted from the patient's system controller that was in use prior to an exchange on (B)(6) 2022, which did not show any unusual events and was without evidence of a short-to-shield. Follow up log files submitted on (B)(6) 2022 showed low flows and elevated powers along with some low speed events while using the power module, which was indicative of short-to-shield. It was noted that submitted imaged did not show any areas of concern on the driveline. Healthcare providers were advised to use an ungrounded patient cable and battery power for patient support while a driveline repair was considered and scheduled. A driveline repair was done on (B)(6) 2022 without issue, and log files from after the repair recorded no events except for a driveline disconnect event that likely occurred as part of the repair. As of (B)(6) 2023 there had been no issues since the repair. Related manufacturer's reference number for the controller exchange: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the returned portion of driveline from heartmate ii left ventricular assist system (lvas), confirmed damage to the green wire that would have contributed to the low speed and pump stop events observed within the submitted log files. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 18.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The pins of the controller connector were free from deformation. The driveline was tested for electrical continuity in the condition that it was received and all wires were found to be electrically intact. Following careful removal of all layers, visual and microscopic examination of the underlying wires revealed a breach in the insulation of the green wire approximately 8" from the controller connector. Although a specific cause could not conclusively be determined, the breach appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline. All other wires, as well as the remaining portion of the green wire, were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the green wire made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted, causing the low speed and pump stop events observed in the submitted log files while the patient was operating on the power module. Additionally, the short-to-shield condition would have contributed to the replace system controller and backup battery fault alarms that were captured during the low speed events. Incidental finding: damage to the driveline outer jacket was observed in multiple locations approximately 2.5-15" from the controller connector. The relevant sections of the device history records for (B)(6), as well as driveline were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and pump off alarms) and the appropriate actions associated with them. The heartmate ii patient handbook, rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.